Event description:
Device report from synthes (B)(4) reports an event in (B)(6) follows: it was reported that during an anterior lumbar interbody fusion (alif) at levels l5/s1, whilst the surgeon was impacting the implant, the holder broke and came off the implant. The implant holder was removed minus the threaded portion which was found to be still inside the implant. The implant was then removed with a pair of forceps. The threaded portion still left in the implant was removed by turning anti-clockwise. A new holder was then attached ensuring the implant was correctly inserted perpendicular. The implant was correctly placed; the holder removed free of damage. There was no reported patient harm. The complained event resulted in a five minute delay in surgery. This report is 1 of 1 for (B)(4)

Manufacturer narrative:
An investigation summary was performed. Our investigations have shown that the tip of the implant holder 03.802.039 is indeed completely broken off (broken tip has also been returned). Unfortunately we are not able to comprehend how this breakage occurred. We can only suppose though that too much mechanical force during insertion (possible instrument repositioning) of the implant has lead to this damage. The broken surface is homogenous which indicates material conformity as well. The instrument as such is still in good condition. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected. Neither a manufacturing nor design related failure could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number for complaint device was received on (B)(6) 2015. Synthes manufacturer was identified. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.